Manufacturer narrative:
(B)(4). Batch number: r57g90. Investigation summary: three x-ray images, two pictures and a video were provided; the x-ray images and the video shows a staple line that looks like unformed staples. First picture shows 5 unformed staples. Second picture shows tissue. Based on the photos, the x- ray images and the video alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: does the surgeon wait 15 seconds prior to firing? No information from the hospital. Can more information be provided about lumbricoid staples? No information. What was the specific purpose of including pericardium with pulmonary vessel? In order to prevent of embolism, the device was fired nearly cardiac sac. And so the clamped the pericardium accidentally. What specific tissue was taken with stapler? The pulmonary vein of the left upper lung. What makes the surgeon believe that the wrong staple height contributed to event? Since the device clamped the pericardium together at the firing, and the target tissue was thickened due to inflammation. Are photos or video available? Please see the attached photos in unity. What is the current patient status? The patient is stable. The sales rep reported additional information. The blood transfusion: map 8 units and ffp 5 units. Dr. Commented there was no problem of the function of the device in using. "

Event description:
It was reported that after an open left upper lobectomy including a bronchial tube and blood vessel formation, bleeding occurred at decannulation after closing the chest cavity in the operation room. The device was fired on the pulmonary vein near the pericardial membrane on the left upper lung in order to prevent of embolism. Then, lymph node dissection was performed, and the chest was closed. As soon as bleeding occurred, the chest was re-opened. The incision size at the re-opening was as same as one at the opening the chest at first. Additional hand suture was performed on the staple line to complete the case. The amount of the bleeding was approximately 3000 cc. The blood transfusion was performed, and it amount was 2600 cc. It was found that the staples were formed in lumbricoid shape. The surgeon¿s comments are following: the device clamped the pericardium together at the firing. There was no difficulty in the firing, and no bleeding observed soon after the firing. There was a possibility that the choice of the staple height was mistaken. The target tissue was thickened due to inflammation. Since blood pressure would be increased at decannulation, the bleeding occurred. No problem with the device. The patient is a male and hospitalized in ICU. His condition is stable. There is an emphysema on his medical history.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/6/2018. Batch number: r57g90. The analysis found that one sc45a device was returned with no apparent damage and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.